Manufacturer narrative:
(B)(4). The ec60a device was received for analysis with no visual non-conformances and with a blue cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload was tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the closing lever was closed on the colon sigmoid with a click sound. When the jaw was opened with the release button, to change the position to be resected before the firing, it was found that some unformed staples of the proximal part were protruded. The stroke count indicator showed 0. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.